Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient received a system error 2240 alarm on the homechoice (hc) during dwell 4 of 5 during peritoneal dialysis (pd) therapy while connected to the hc device with a 4-prong automated pd set with cassette. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there were no open clamps on any unused lines and the patient had not disconnected prior to the alarm. There was nothing unusual noted about the supplies. The technical service representative (tsr) assisted the patient to clear the alarm. The patient ended therapy and did not complete the final exchange. There was no patient injury. No additional information is available.